Event description:
In june 2001 four excluder thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. A postoperative computed tomography scan revealed inadequate overlap between devies and an endoleak was observed. On the date of event a gore tag thoracic endoprosthesis was implanted and the endoleak was successfully treated. The pt tolerated the procedure. Further information will be forthcoming.

Manufacturer narrative:
The device remain functioning in the patient.